Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, it was reported that complete lead insertion into the ventricular port was not possible. Proper lead measurement was indicated prior to the connection attempt. Reportedly, the physician attempted to tighten the setscrew in order to check. If the pacing pulses were delivered, and they were not. The setscrew was loosened, and the tip of the setscrew was not seen in the port, but there was blood and other foreign material in the channel, which the physician cleaned. Full insertion of the lead was again in not possible, so another pacemaker was implanted.